Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'constantly showing occlusion during administration' was confirmed during the event history log (ehl) review but not reproduced during evaluation. Evaluation ran the device at three test rates and was unable to reproduce the reported problem. The downstream tubing guide was within specification. Evaluation determined no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly showing occlusion during administration. This occurred in the medical surgical department. There was no patient involvement. No additional information is available.